Event description:
Unomedical reference number (B)(4). Event occurred in the italy. It was reported that, patient experienced an issue with one infusion set specially the cannula was bent. The patient's bg at the time of the incident was 400 mg/dl, and their current bg value at the time of the call was 201 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6).